Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection found the top case was chipped out on the lower left front corner, the right plunger case and the bottom case were cracked and the battery was missing. A review of the event history log identified battery communication timeout in the history. Functional testing was performed using a testing battery for evaluation, the pump was sent in without battery from customer. No problem was found with the testing battery. The root cause was unable to determined since the pump was sent in without battery. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Added a new battery and performed preventative maintenance and all functional testing which passed.

Event description:
It was reported that the pump was not reading the battery. No patient injury was reported.